Event description:
Healthcare professional reported right side rupture and "isolated calcifications" via ultrasound. Device was explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification: not observed calcification on the surface of the shell. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "isolated calcifications" via ultrasound. Device was explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported right side rupture and "isolated calcifications" via ultrasound. Device was explanted and replaced with non-allergan device.

Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. Calcification: not observed calcification on the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29/nov/2023.

Event description:
Healthcare professional reported right side rupture and "isolated calcifications" via ultrasound. Device was explanted and replaced with non-allergan device.